Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that when they increased the stimulation from their implantable neurostimulator (ins) to high the device got "really hot". The indication for use for the implanted device was noted as non-malignant pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received from the patient reported that, as steps to be taken to resolve the issue, the manufacturer&#38112;representative turned the stimulation down late last year. If additional information is received, a follow-up report will be sent.